Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient showered less than 24 hours after the implant of an implantable pulse generator (ipg) system and got an infection. The device and leads were removed and will be replaced later. No further patient complications have been reported as a result of this event.